Manufacturer narrative:
Patient identifier and weight not available for reporting. Additional code: hrs. UDI: (B)(4). Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact telephone: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it is reported during an initial fusion of the second and third carpometacarpal (cmc) joint utilizing the 1.3mm variable angle (va) hand system, a 1.3mm cortex screw broke. The broken shaft of the screw was not protruding and remains embedded in patient¿s bone. Surgery was completed successfully with no delay and no harm to patient. This report is for one (1) 1.3mm cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The received screw is broken off about 1mm below the head, at the ramp of the thread. Due to this damage and as the threaded part is not available for evaluation not all relevant dimensions can be verified. The outer diameter at the fracture face was checked with caliper and was found to be 1.27mm, which is within the specification of 1.3mm +0.05/-0.1 of drawing. A review of the material certificate was not possible as the lot number was not provided. The microscopic view has shown that the fracture face is homogenous, which indicates material conformity, and has the typical view of a forced rupture. The complaint history was reviewed and this is the first complaint for part 04.130.013. These findings speak against a product related issue. There was no information provided how or when during the procedure the screw broke; therefore, the exact root cause cannot be defined. The visual inspection of the stardrive recess has shown that there are deformations from the screwdriver in clockwise directions visible. These deformations are an indication that high force was applied onto this screw and that most likely a mechanical overload did lead to the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.